Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a alarm delayed/missed for tele 11 on (B)(6) 2017 at approximately 02:42. Per communications with the rce, no patient incident was associated with this reported event.